Event description:
A report was received from a user facility in the stating stellaris pc system shut down during a surgical procedure. The system was restarted and the procedure was completed with no injury to the patient.

Manufacturer narrative:
Evaluation results: the ultrasound module was removed from the stellaris pc system and returned to bausch & lomb for evaluation. The module was installed ina test system for functional testing. The test system generated error "usm01" indicating the module could not be detected by the system. Interior inspection of the module revealed a smell of smoke and discoloration upon and above the integrated circuit package "u2". The cause of the reported problem was determined to be failure of the "u2" circuit.